Event description:
It was reported that during surgery, the unit would not work at all. Therefore, the nurse opened the backup of the same product and replaced the battery pack of this complaint product to new one on trial. Then, this complaint product became to work. During product evaluation and visual inspection, it was found that inside the pack had electrolyte leaked. There was no patient/harm injury reported. There was a surgical delay of about 0-15 minutes due to the preparation of a backup product. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan. Visual inspection found the outer pack was warped and the interior had electrolyte leaked inside the pack. The batteries were in the correct orientation and there did not appear to be any damage to the wiring. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause has been identified as a manufacturing/design issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.